Manufacturer narrative:
Device powered up with a blank display. Device was received with both the j6 aa battery connector and the j7 internal battery connector unplugged from their sockets. Unable to perform the displacement test due to the blank display. Device was also received with a reservoir tube lip that was slightly smashed inwards at the back side, and a missing end cap. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a loose retainer ring and had crack. The customer stated that the reservoir did not lock into place when inserted into insulin pump. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.